Event description:
Boston scientific crm received info that this pt presented with right ventricular loss of capture. It was noted that the right ventricular lead had perforated the pt. The pt was sent for an echogram and scheduled for a pericardial window. The pt is scheduled for a lead revision once healed. This lead has been returned to biotronik (B)(4). No explant date was provided.